Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device had cracked display window corner. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 300 mg/dl and 400 mg/dl. Customer's blood glucose at time of call was 139 mg/dl. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.